Event description:
In 2008, when the pt returned (was transferred) to his room and the unit was switched to ac power, it suddenly stopped ventilating and the display became black. The unit was turned off and back on again, then it functioned normally. Later that day, the pt was taking a bath. In the bathroom when the ac power was unplugged, the same failure occurred (unit stopped ventilating and the display became black). Then, the respiratory medical engineer in the hosp came and he was trying to start up with long time of the loading. After about one minute, error message "memory error" showed on the screen. This time the unit did not come back on again. The respiratory medical engineer made sure that there was enough battery. The pt was ambu bagged while this incident was happening. However, there was no injury to the pt. The unit failed with the same symptom three times total.